Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and at the time of puncture. Air was drawn from the vizigo. Air was detected only at the side port. No air entered the patient¿s body. The issue was resolved by replacing vizigo short with a new one. No adverse patient consequence was reported.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation on 01-dec-2025. As such, section d9 has been populated. It was reported that a patient underwent a cardiac ablation procedure with a vizigo and at the time of puncture, air was drawn from the vizigo at the side port. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed that the brim cap was observed partially detached and broken. Then, an irrigation test was performed, and leakage was observed coming out from the brim cap damage. Due to this condition, a microscopic examination was performed and the brim cap surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied. A device history record was performed for the finished device batch number, and no internal actions were identified. The damage identified in the brim cap during the investigation could be related to the air issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the issue could be related to excessive force or manipulation applied during the procedure; however, this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).